Event description:
It was reported that a map shift occurred during the procedure.

Manufacturer narrative:
(B)(4). The carto system was evaluated and was found to meet all specifications. Based on information provided by the user, it was determined that map shift was due to the fact that the user moved the x-ray system during the procedure, causing distortion in the magnetic field. The map shift has not been reproduced since the reported incident.